Manufacturer narrative:
2nd sensor, performed visual inspection and found sensor cannula retracted inside sensor base and found broken cannula broken part is missing. See picture attachment file for details. Unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
Customer's mother reported via phone call that two sensors died back to back after one day. Customer's blood glucose level was unknown at the time of incident. Customer reported they did receive a calibration not accepted alert. Customer reported they did receive a change sensor alert. The sensor will be returned for analysis.